Event description:
It was reported the customer was hospitalized for high blood glucose. The customer had woken up to a high blood glucose of 510 mg/dl. The customer attempted to treat their blood glucose with 10 units of insulin. It was reported the paramedics were called when the customer's blood glucose remained over 500 mg/dl. The customer was hospitalized on (B)(6) 2014. Their blood glucose at the time of admission was 500 mg/dl. It was found the customer was on dialysis prior to their hospitalization. Customer's wife also reported they were in an accident and was driving at the time of the accident. The customer's stated they were in the intensive care unit for a day, being treated with an IV. Troubleshooting could not be completed for the customer's insulin pump as the customer needed a tubing clamp. It was found insulin was able to exit during a manual prime during troubleshooting. Advised the customer to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.